Event description:
It was reported that 2 bd alaris smartsite low sorbing sets experienced IV set disconnection. The following information was provided by the initial reporter: product is used for infusions. At the end of the infusion the nurse was disconnecting the line and with very little tension the connector for the tubing to the filter became unattached. This is the second time this has happened to the care site.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of tubing connector having connection issues could not be verified due to the product not being returned for failure investigation. Device history record review for model 10013902 lot number 22069109 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that 2 bd alaris smartsite low sorbing sets experienced IV set disconnection. The following information was provided by the initial reporter: product is used for infusions. At the end of the infusion the nurse was disconnecting the line and with very little tension the connector for the tubing to the filter became unattached. This is the second time this has happened to the care site.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris smartsite low sorbing sets experienced IV set disconnection. The following information was provided by the initial reporter: product is used for infusions. At the end of the infusion the nurse was disconnecting the line and with very little tension the connector for the tubing to the filter became unattached. This is the second time this has happened to the care site.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-may-2023 . H6: investigation summary the customer reported the tubing and filter connection became unattached. There was a photo returned, which verifies the failure. There were also two samples received, delayed due to additional decon process. The samples were both separated at the outlet of filter, and the complaint is verified. Manufacturing has seen the failure with the same material and lot, model 10013902 lot number 22069109. The failure is addressed in a quality improvement plan, which introduces a fixture to reduce variation in the tubing assembly process. Device history record review for model 10013902 lot number 22069109 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.